Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter, the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The 301 of 343 lifetime v-sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained (nst) and v-sic. An out of tolerance (oot) subthreshold lead impedance alert occurred on (B)(6) 2014. A patient alert occurred on (B)(6) 2014 for lead noise. There are two lead failure predictor "lfp" and 1 nst events of less than 220 ms v-v cycle recorded between (B)(6) 2014. Ventricular pace impedance rises from 646 ohm on (B)(6) 2014 to greater than 4000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that there was an increased short interval counts (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.